Manufacturer narrative:
H11: it is unknown if the device was in use at the time of the reported problem. No patient harm reported.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 15nov2023, it was confirmed that the replacement part was received, and the device was fully functional. The customer stated that the replaced touchscreen was scrapped. No further information regarding the device use at the time of the event was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen was not responding to touch properly. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that calibration attempts yielded the same device issue. The rse provided the customer with the replacement part information for the touchscreen part. This investigation is ongoing.